Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2021 for two days. Customer's blood glucose level was 1013 mg/dl at the time of event. The customer's current blood glucose is 318 mg/dl. The customer experienced symptoms such as throwing up as a result of high blood glucose. The customer was treated with insulin drip and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.